Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic low rectal surgery, when severing rectal tissue, chose 1.5 mm ,waited 15 seconds, noted knob rotating automatically, asked assistant surgeon to hold the knob during firing. After fired with audible feedback, noted the staples were malformed and part of the tissue was not cut off. Used scalpel to cut the tissue and used suture to over sew. There was no patient consequence reported. No additional information can be provided.